Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are 2 medical device reports associated with this event. This report is for the left eye. (B)(4).

Event description:
In a literature article, the authors presented a case report of a patient that experienced bilateral hypertensive crisis two months following glaucoma stent insertion. The patient also experienced a reduction of visual acuity. Postoperative clinical examination revealed mild microcystic oedema with a hazy cornea that cleared within 24 hours. Medication was prescribed and successfully lowered the patient's intraocular pressure. At one year post-presentation the patient demonstrated iop's maintained with prescription drops, deep anterior chamber with well positioned glaucoma stent and the patient's visual field test showed no new visual field defects. No glaucoma progression was also noted. Additional information is not expected.